Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four (4) erroneously low creatinine results generated by unicel dxc 800 pro clinical system. Patients samples were rerun on alternate unit and higher results were obtained. Amended reports were issued. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Three of the samples were serum and one was urine. Customer troubleshoot the issue and discovered wash fluid leaking from the modular chemistries (mc) sample probe wash collar. The wash collar valve was replaced. A bci field service engineer (fse) repaired the unit and verified it is functioning appropriately. A clear root cause for this event cannot be determined.